Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated by the baxter product analysis laboratory (pal). A review of the event history log was performed and there were no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events noted that could have caused or contributed to the reported difficulty. A review of the device history record found no issues that could have caused or contributed to the reported issue. A review of the device service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device passed internal and external visual inspections. Electrical and functional testing were performed on the device with no issues found. The cause could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. At the time of death the pt was undergoing pd therapy with the homechoice (hc) device. The pt died at home and was not hospitalized prior to death. No autopsy was performed. Additional information was requested but is not available.